Manufacturer narrative:
Additional information - this MDR is being submitted to include the below:h6: the information in this complaint (B)(4) has been evaluated for the malfunction code non product related event due to prior clinical circumstances, improper product selection/treatment method, according to clinical history of cust (e.g., history of allergic reactions, continuing use despite known issue(s) when using the set) the batch 6009688 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Packaging lot: the lot 6009688 was packaging according to the work instruction (wi) version 81, in the machine multivac 08, on 18/oct/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 08/jul/2025 against malfunction code non product related event due to prior clinical circumstances, improper product selection/treatment method, according to clinical history of cust (e.g., history of allergic reactions, continuing use despite known issue(s) when using the set) and lot 6009688 and no found other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: non-conformance (nc) raised during production related to malfunction reported, not other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1 : patient city : (B)(6), patient country : south africa. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that the patient experienced an event of diabetic ketoacidosis resulting in hospitalization. High blood glucose reported was 22mmol/l. Symptoms reported at the time of hospitalization event were vomiting,stomach ache, hallucinating. The length of hospitalization was two days. Patient received intravenous drip as a corrective treatment. No further information available.